Event description:
Procedure: patient underwent index tha on (B)(6) 2020. Then the patient had a periprosthetic fracture (b2) of the femur. All components where exchanged except the cup on (B)(6) 2020.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed by clinician review. Method & results: - device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. - clinician review: the available medical records were provided to the consulting clinician for a review which noted, "the event was confirmed, a periprosthetic fracture led to revision tha and orif of the femur. The root cause of the revision was the b2 periprosthetic fracture. The root cause of the fracture was unclear. Clinical records and patient history would be required to assess whether there was trauma leading to the fracture. Additional x-rays would be required to rule-out intraoperative nondisplaced fracture as an inciting issue. The event was not related to the implants themselves." - device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient had a periprosthetic fracture. The available medical records were provided to the consulting clinician for a review which noted that the event was confirmed, a periprosthetic fracture led to revision tha and orif of the femur. The root cause of the revision was the b2 periprosthetic fracture. The root cause of the fracture was unclear. Clinical records and patient history would be required to assess whether there was trauma leading to the fracture. Additional x-rays would be required to rule-out intraoperative nondisplaced fracture as an inciting issue. The event was not related to the implants themselves. The exact cause could not be determined because insufficient information was provided. Additional information including operative reports are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Procedure: patient underwent index tha on (B)(6) 2020. Then the patient had a periprosthetic fracture (b2) of the femur. All components where exchanged except the cup on (B)(6) 2020.